Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery compartment was cracked and piece was missing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.